Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2011.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6), 2011. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to extrusion of the ground electrode through the skin. The device was explanted on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4)